Event description:
It was reported that during a da vinci-assisted surgical procedure, the instrument did not work as intended. During the procedure, after a period of use a burn mark was observed on the insulation near the tip off the instrument. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation is in progress to determine the cause an RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The e maryland bipolar forceps was analyzed and found to have thermal damage. The instrument had charring and localized melting on both yaw pulleys in the space between the grips.